Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 415 mg/dl at the time of the incident. Insulin pump had keypad cover was fallen off. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will be returned for analysis.